Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported cec adjudication 22jan2025: causally related to the study device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 98% cerebral branch artery stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the access vessel was ¿radial right¿ and it was cross overed to transfemoral due to significant tortuosity. The patient was undergoing surgery in which is pipeline flex with shield technology implantation for acutely ruptured intradural aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with 3 pipelines had occlusive in stent thrombosis. Around 12:00 subject noted to be altered and refusing medications, in route to hospital subject developed right-sided weakness, right sided facial droop and aphasia. Nihss on admission = 24. CT imaging showed right subarachnoid hemorrhage with parenchymal tract and right ventricle hemorrhage. Diagnostic angiogram showed occlusive clot within pipeline device. IV aggrestat given with good effect. MRI showed small stroke burden. Subject started on dual antiplatelet therapy. The patient was hospitalized and treatment was given. The event is not resolved. One of the four pipelines was not implanted due to use error. Clarified as ¿due to significant tortuosity of the l m1, the investigator could not easily delivery the device to the top of the delivery microcatheter. The decision was made to remove the delivery microcatheter and the non-delivered device and proceed with a femoral artery approach¿. Safety assess this event as possibly related to the study device, procedure, and antiplt therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient experienced asymptomatic cerebral artery stenosis on (B)(6) 2024. No additional treatment or hospitalization was given. The stenosis was noted as not recovered/not resolved. The adverse event was not the result of a device deficiency. The stenosis was assessed as possibly related to the disease under study, not related to the procedure, and caused by the pipeline. It was also noted that the patient stopped taking ticagrelor/brilinta on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the adverse event term was updated. Nihss 24 at admission and 9 at 24 hours post event and 7 at discharge. The site assessed as causally related to relationship to antiplatelet therapy, switched to dapt. Further information was received that per available information, patient was discharged on (B)(6) 2024 to rehab. Then, admitted again due to discussed symptoms on (B)(6) 2024. Hospitalization ended on (B)(6) 2024. The patient experienced altered, right sided weakness, right sided facial droop and aphasia related to the stroke. CT scan reported intracerebral vascular occlusion in treated vascular territory. A benchmark catheter was used. It was updated that the reason the device was not implanted was due to device malfunction.